Manufacturer narrative:
Initial hospital contact phone number ¿ (B)(6). Device investigation summary ¿ article 04.211.022s va lockscr ø2.7 head 2.4 does show a damaged shaft and head thread. The recess is in full working order and the tip does show marks of use too, but is working. The root cause could not be determined. It is likely that any damage was caused from wear and tear over time. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Date received by manufacturer: date of (B)(4) 2015 reported in error in previous medwatch; corrected date: (B)(4) 2015. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was not implanted or explanted during the surgical procedure on (B)(6) 2015. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Additional manufacturing dates for this product (non-sterile part/lot) include september 24, 2014. The investigation could not be completed; no conclusion could be drawn as no product was received. Device history review: manufacturing location: (B)(4), manufacturing date: january 19, 2015 - expiry date: january 1, 2025. No non-conformance reports (ncr) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The non-sterile part 04.211.022 / lot 7804177 - manufacturing location: monument - manufacturing date: september 24, 2014. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes gmbh reports an event in (B)(6) as follows: it was reported that a patient underwent a calcaneo-cuboid distraction arthrodesis procedure on (B)(6) 2015. The surgeon attempted to insert four (4) variable angle (va) locking screws into an x-plate for the forefoot and midfoot using a va drill sleeve. However, none of the screws could be locked. The maximum strength locking could not be achieved. One screw in particular kept idling. It was removed and another locking screw was inserted with a depth gauge. That screw kept idling as well. The procedure was delayed for five (5) minutes. This report is 1 of 1 for (B)(4).